Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment was performed on the device which found that the device failed cutter insertion. An assessment was performed which found that the bearings were worn out and loose, creating a situation whereby the cutter device was not able to be inserted. That was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that the failure was caused by worn out bearings. It was further determined that the bearings were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the attachment device would not hold drill bit devices. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.